Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported that on (B)(6) 2014, a reservoir leaked inside the reservoir compartment of his insulin pump. Customer changed out the reservoir and dried the device with a cotton swab, but he has had high blood glucose ever since. Customer's current blood glucose is 341 mg/dl. He stated that when he shakes the device, it rattles. The drive support cap appears normal. The device passed the self test and displacement test. The reservoir leaked past both o rings. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.